Manufacturer narrative:
The device was received not deployed. Rotational sensor errors were seen in the download data causing first prime to end earlier than expected and the firing flat not being properly lined up by the end of second prime. Rotational sensor errors were replicated in the rerun data. No damages or defects were found that would contribute to the observed rotational sensor malfunction.

Event description:
It was reported that the needle never deployed the cannula into the skin during activation, indicating a needle mechanism failure. The pod was worn less than 1 hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.